Event description:
It was further reported that the patient experienced low blood pressure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope with a heart rate in the 20s beats per minute during physical therapy. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.